Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms, as well as several low speed advisory alarms while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted x-rays showed the internal and external driveline. Areas of minor metal braided shield thinning were observed; however, the driveline was otherwise unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. A review of the submitted log files found that low speed advisory alarms were captured on 05oct2022, 06oct2022, 08oct2022, 09oct2022, and 12oct2022 while the system was connected to the mpu. A driveline fault alarm/yellow wrench advisory alarm was activated on 07oct2022 that indicated a potential discontinuity in the yellow wire; the alarm resolved on its own and did not reoccur. There were no other notable alarms related to the pump active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the system controller 2916596-2022-14800. Additional information stated that the cause of low-speed advisories and driveline faults was presumed to be a short to shield.

Event description:
It was reported that urgent log file review was requested since the patient noticed their pump alarming and showing low speed advisory alarms. When the patient plugged into their mpu (mobile power unit) at home, the pump beeped. The patient was not sure if that was the same alarms she received after taking too long to switch power sources. The patient denied any symptoms during this event. Log file review captured low speed advisory events throughout the log when using the mpu. A small period of driveline faults were noted on (B)(6) 2022 at 22:27- 2:45 that have resolved. Wire values for the driveline wires appeared to be functioning as intended. These issues appeared to be occurring on the mpu which was a grounded unit. It was recommended to use battery power and a power module with a non grounded patient cable to prevent any further interruption in support. Additional information stated that x-rays was performed but showed no obvious areas of concern. In the meantime, the patient was kept on ungrounded cable. Ungrounded cable was planned to return for analysis. Customer would notify if a driveline repair was requested. The patient presented to a clinic on (B)(6) 2022 for interrogation and follow up. The patient reported hearing alarms at home while on batteries. No low speed advisories or driveline fault alarms were noted since (B)(6) 2022 and before. The patient developed an open tear to black power cable cord with wires exposed. Additional information stated that the patient reported no other alarms after switching to ungrounded cable and then changing out controller. The new controller was issued. The controller was planned to return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.